Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.50 mm x 2.88 mm in size. The in-house mcs tip accessory was successfully installed despite the damage. Manual tip articulation was performed and passed. The grip did open and close properly when grip knob was manually rotated. The instrument passed electrical continuity test. The housing was removed and there was no damage found. The instrument was found to have a detached fragment which was from the broken instrument tube adapter but not returned. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument's plastic collar at the distal tip was chipped. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there have been no reports of fragments falling into the patient or being lost during use, and no patient complications have occurred. While the tip of the instrument is damaged, it is difficult to determine if any material is missing or detached. The accessory tip connected properly and did not fall off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.